Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system again. The computer was replaced and the system performed as intended. Codes: b01, c13, and d02 h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: unknown, ubd: - , UDI#: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The application logs were unavailable and only system logs were provided. The logs showed that the system attempted to boot twice on the reported date and failed both times with ¿failed to start pulseaudio system server¿ followed by ¿watchdog: bug: soft lockup¿, with the kernel stack indicating a stall in the hd-audio probe workqueue (azx_probe_work). Hardware analysis identified a malfunction in the computer¿s audio subsystem, with burn-in testing reporting 3.5 mm analog audio failure and a failed single board computer (sbc) - (u17) component within the platform controller hub (pch). A malfunctioning pch can reasonably lead to audio codec communication failures during early boot, resulting in the observed pulseaudio failure and subsequent watchdog soft lockup. This behavior was consistent with a known issue. Code c10 and previously reported codes b01 and d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up, the system booted into a black screen with white scrolling text and displayed the error message "failed to start pulseaudio." The system repeatedly failed to boot properly despite multiple reboots. At one point, the system briefly booted into a completely blue screen displaying the technical services number before returning to the black screen with scrolling white text. There was no patient involved. Additional information was received. It was reported that replacing the solid state drive (ssd) did not resolve the issue. A computer was to be generated and sent to the account per the manufacturer representative's request.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0; product ID: 9736411, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the solid-state drive (ssd) was replaced, however the issue was not resolved. Another work order will be completed. Codes b01, c13 and d15 are applicable. Multiple annex a were coded - a0902: applicable to the black screen with white scrolling text and the blue screen. A1102: applicable to the "failed to start pulseaudio" error message. A110201: applicable to the issue occurring during bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the ssd, lot number: s6psnl0x902438r, was returned to the manufacturer for analysis. There were no issues detected and no fault found with the ssd. H6: codes b01, c19, and d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735764, lot number: 2137f00743. It was reported that the computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed within the burn-in testing. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports, high-definition multimedia interface (hdmi) and display port (dp) all functioned correctly. The sound also functioned on the hdmi and dp ports. An os ssd was inserted and computer did receive a pulse audio error. However, the sound testing within the burn-in test did fail the 3.5mm sound and had no input devices. The 3.5mm sound jacks sbc (u17) component failed and is a pch (platform controller hub). A malfunctioning pch can lead to a wide range of system issues, including loss of audio output, system hang during the boot process, and overall system instability. Already reported codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.